Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 37 mg/dl at the time of the incident. The customer was given dextrose and intravenous glucose to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer had a low incident the night before the above incident and the customer was given glucose tablets and a sugary drink by the spouse. The customer had a low incident in (B)(6) 2017. The customer also reported non optimal sensor readings. The insulin pump will not be returned for analysis.